Event description:
This report summarizes an event that occured on (B)(6) 2021 in which it was stated that the back of a dental chair detached from the base allowing the patient to slide off the chair and hit their head. Per service notes, the bolts that hold the backrest at the side of the chair behind the touch pad controls were cross threaded and the bolts were not tight. Initial medical care was not sought at the time of the incident. The patient then did seek medical attention through means of x-ray scan. No further details are available at the time of this report.